Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor reported a skin irritation under the lifevest. The patient reported a pre-existing skin growth that was removed. Wearing the lifevest caused the area to be irritated and the skin irritation did have pus. There is no indication of medical intervention. The patient's medical outcome is unknown.